Event description:
It was reported the patient presented to the ER becauase she was not feeling well. The device was found to have no output. It was noted that one month previously, the estimated remaining longevity was calculated at 17 months, and the battery voltage was 2.69 volts. The device was explanted. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The device is included in the field advisory for this model. Evaluation summary:testing revealed no output and no telemetry. The no output and no telemetry conditions were the result of lifted hybrid bond wires. Other: it was reported the patient presented to the ER because she was not feeling well. The device was found to have no output. It was noted that one month previously, the estimated remaining longevity was calculated at 17 months and the battery voltage was 2.69 volts. The device was explanted. No further patient complications have been reported as a result of this event. Actual device involved in incident was evaluated. Electrical tests performed; mechanical tests performed. Visual examination: component/subassembly failure. Wire device was out of specification in a manner that relates to event, output, none.